Event description:
Complainant alleged that the medics were attending to a pt (age and gender unknown), who was in cardio-respiratory arrest. After initial pt CPR, the three lead ECG electrodes were placed on the pt, and it was determined that the pt was presenting a ventricular fibrillation heart rhythm. The medics then defibrillated the pt twice at 200 joules, and a third time at 360 joules, using the device paddles. The medics then administered a series of three 360 joule shocks to the pt. The medics then attempted to administer a second series of three 360 joule shocks to the pt. However, when they attempted to charge the device to 360 joules in preparation to deliver a seventh shock, it would only charge to 300 joules. Because the pt was in a critical condition, the medics attempted to administer the 300 joule shock to the pt, and although the device gave the audible ready tone indicating that the device had charged, the device failed to discharge the energy to the pt. The medic then internally dumped the energy. The medics again selected a 360 joules charge, but the device would again only charge to 300 joules and again would not discharge. This scenario was repeated three to four times, without success. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant reported that subsequent to the event, the facility's biomedical engineering department was unable to duplicate the reported malfunction.